Event description:
It was reported that when using the bd pyxis¿ es server report was not generated on its schedule. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that scheduled reports were not compiling and could not be run manually. The technical support specialist (tss) observed reports were stuck at "loading" due to timeout errors found in dsrf logs. The scheduledruns showed render times between 3¿10 minutes with null delivery times, while memory usage stayed below 60% on both servers. After customer approved a reboot, manual and scheduled reports resumed. The tss found vm deployment model is in use. Fixes included disabling the aria agent, setting sql max memory to 16gb, and updating max degree of parallelism to 5 and cost threshold to 50 as per ka (knowledge article). The system functioned as intended after the technical support specialist troubleshot the issue.